Event description:
Nurse states at 0800 they attempted to give IV med and the dressing around the PICC was saturated. The md was notified. He assessed the patient. Suture was removed from PICC (per nurse and md). It was noticed the line was broken. Sent to stv ER for evaluation. Chest x-ray revealed the tip of the PICC line to be in the right pulmonary artery. The patient was taken to the cath lab for retrieval of the PICC line. PICC line initially placed at hospital on 09/09/2005.